Manufacturer narrative:
The distributor performed a checkout of the system and confirmed the reported issue. A proposal was submitted to the customer for replacement of the identification board but is not accepted at this time. No further information is available regarding the resolution of the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an error preventing all modes of ventilation. There was no report of patient involvement.